Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the coil. The embolization coil was intact with the pusher assembly. The embolization coil had stretched and offset coil winds. Conclusions: valuation of the returned smart coil revealed an embolization coil with offset coil winds and stretching of the coil winds. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. During the functional test, resistance was encountered while attempting to advance the returned smart coil through the hub of both the returned microcatheter and the demonstration microcatheter. The returned smart coil was unable to advance through the returned non-penumbra microcatheter or the demonstration microcatheter. The damaged offset coil winds likely contributed to the inability to advance the smart coil. The stretching of the embolization coil pe fibers likely occurred during retraction of the device against resistance. If the device is forcefully retracted and an offset coil wind catches on the tip of the introducer sheath, damage such as stretching of the coil winds may occur. The returned non-penumbra microcatheter was undamaged and during functional testing a demonstration smart coil was able to be advanced through it. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01985.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During preparation for the procedure, the hospital staff accidentally bent the pusher assembly of a smart coil. The damage to the smart coil was found prior to use. Therefore, the smart coil was not used in the procedure. The physician then was unable to advance another smart coil into a non-penumbra microcatheter and, therefore, the smart coil was removed. The procedure was completed using a new coil and the same microcatheter. There no report of an adverse effect to the patient.